Manufacturer narrative:
Correction- g1 updated. Device evaluation- the device was returned for evaluation. The device was examined; this showed cracking at the tank cover. The device was powered on for functional testing; this showed the lcd screen displayed incomplete numbers. The issue was determined caused by a problem with the printed circuit board. The cause of the component was not established.

Event description:
It was reported that there were only a couple hash marks on the display.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes to the customer's reported problem were found during the device history review (DHR). The device was received for evaluation. Visual inspection revealed the device had a damaged enclosure and a crack tank cover. During functional testing, the reported problem was duplicated. After the visual inspection, the tank was filled tank with water, attached temp check, plugged in line cord and turned on the power switch. The liquid crystal display (lcd) on the device showed incomplete numbers. The root cause of the reported problem was found to be a faulty board. The faulty board was replaced.